Event description:
Same case as #2134265-2008-01602, 01604. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and pt death occurred. The pt presented with complaints of chest discomfort. The pt was on byaspirin and plavix, which had been started in '07. A cardiac catheterization was performed and two lesions were identified. A diffuse 75% stenosed lesion was located in the left main trunk (lmt) to the proximal left anterior descending (lad) artery and a 90% stenosed lesion was located in the ostium of the cx. Ivus was performed and another MFR's stent was implanted in the ostial cx. A 3.0mm non-bsc balloon was advanced to the lmt/proximal cx and inflated to 16 atm's, curshing the edge of the stent in the ostial cx. A taxus express2 3.0 x 24 mm drug eluting stent was then implanted in the proximal lad. The balloon was inflated to 16 atms in the distal portion and 10 atms in the proximal in the proximal portion of the stent. A taxus express2 3.5x20mm drug eluting stent was implanted in the lmt, overlapping the 3.0x24mm taxus stent and positioned next to the other MFR's stent with a crushing technique. The balloon was inflated to 16 atm's in the distal portion and 10 atm's in the proximal portion of this stent as well. An unspecified 3.0mm balloon was positioned in the lad and an unspecified 2.5mm balloon was positioned in the cx and a kissing balloon technique (kbt) was performed. The initial inflation was 6 atm's and the second inflation was 8 atm's. Ivus was performed to confirm stent apposition, kbt was performed again with the same balloons. Final ivus revealed that the stents were well apposed. No pt complications occurred. Approx three to four hours post procedure, the pt lost consciousness and experienced a drop in blood pressure and severe bradycardia and CPR was performed. The pt's blood pressure was stabilized and the pt was brought back to the ccl where they found that the 3.5x20mm taxus express2 stent in the lmt was totally occluded. Aspiration was performed and the lmt to the proximal lad and the lmt to the ostial cx were dilated several times using kbt. An intra-aortic balloon pump (iabp) and a temporary pacemaker were inserted. Timi 3 flow was obtained, however the pt's vital signs were not stable, therefore the pt was put on cardiopulmonary support (pcps). The following day, the physician had noted that the pt's plavix had been discontinued, prior to this cardiac catheterization, by a different facility and the pt was only taking bufferin. The pt was started on heparin and iabp and pcps were continued. The next day, because the pt's condition has not improved, re-thrombosis was suspected. The pt was again brought to the ccl, however, angiography revealed there was no thrombus and coronary arteries were patent. The pt remained on heparin and iabp and pcps were continued. Two days later, the pt's heart function had not improved and the pt died.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.